Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported six cracked cartridges. Patient impact unknown. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the cartridges cracked every time during lens implantation; when the lens went through the cartridge. The lenses were implanted and there was no need to use a different device.

Manufacturer narrative:
One opened, used cartridge and four unopened cartridges were returned. No damage was observed to the four unopened cartridges. A small amount of solution was observed in the one used cartridge. The tip has heavy stress, and is cracked beginning prior to the parting line extending into split tip damage along the anterior. The cartridge shows evidence of being placed into a handpiece. Functional testing was conducted with a sample of the unopened cartridges. The cartridge was functionally tested per the directions for use (dfu) using a qualified blue handpiece, lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The cartridges were cleaned. Dye stain testing was conducted with acceptable results. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported tip damage was observed on the used cartridge. The root cause for the damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Functional testing conducted with the unopened cartridges did not exhibit the damage observed to the used cartridge. The manufacturer internal reference number is: (B)(4).